Event description:
Procedure type: pancreas. According to the reporter: the device was passed between the two jaws of the instrument and became lodged within the tissue. The needle could not be removed, so the attached suture was cut and the needle was left in the patient following surgical closure. The physician states that this was caused by poor reloading of the dlu by the scrub tech, and that this has not been an issue in the past. A new device was opened. There was no report of patient injury, unanticipated blood/tissue loss, or extended operating time.

Manufacturer narrative:
Date of initial report sent: 08/25/2009.